Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case# FDA-2014-n-0736-1251, awareness date 07-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2008. Consumer stated that the right coil was extremely painful during insertion and that pain continued along with heavy bleeding during her cycle. She had exploratory surgery 6 months after essure to see if anything was wrong externally with the right ovary or tube; nothing was found. A CT scan done in 2013 showed a metallic blanket across her bladder region. Nothing was said by her doctor that the coil could be leaching (as reported) nickel if it was damaged during insertion. She had years of pain and this year (2015), she hemorrhaged for 6 weeks. She did some research and discovered that in fact essure could be causing her all these issues. She was very disappointed and depressed that she had to have a hysterectomy. Her pathology report showed adenomyosis in uterus (profoundly right sided). It has only been 3 months since hysterectomy in uterus, but her CT scan is clear now. She has no more pain her right side. According to her, her doctor neither failed to inform her of the nickel nor she was tested for nickel allergy, but she is allergic. She has been continually getting ill for 5 years. Product technical complaint (ptc) investigation result received on 22-oct-2015 ptc global number (B)(4). Final assessment for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pain since essure insertion. She was submitted to an exploratory surgery, but nothing was found. Seven years later, she underwent a hysterectomy due to pain and bleeding and adenomyosis was diagnosed. Additionally, a CT scan showed a metallic blanket across her bladder region. Only adenomyosis is unlisted according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, consumer reported a painful essure insertion. Her pain persisted requiring an exploratory surgery 6 months later. Although nothing was found during this procedure; considering event's close temporal association with essure insertion, causality cannot be excluded. Regarding adenomyosis, it refers to ectopic endometrial tissue growth into the uterine musculature; its risk factors include: prior uterine surgery, middle age and childbirth. Symptoms of adenomyosis typically include menorrhagia and pelvic pain. Hysterectomy is often used to treat this condition. Considering this information and given essure local action in fallopian tubes, causality is considered unlikely. The event metallic blanket across her bladder region was diagnosed 2 years before consumer's hysterectomy and limited information was provided about it. Nevertheless, it cannot be excluded that consumer was referring to a possible device dislocation into abdomen; thus causality with essure cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since an exploratory surgery was required due to pain after essure procedure. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.